Event description:
Inflammation [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling]) synvisc was used for patellar chondromalacia [product use in unapproved indication] case narrative: initial information received on 18-oct-2022 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_synvisc_prosane". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc. This case is linked to (B)(4) (multiple devices suspect for same patient) this case involves a 56 years old female patient for whom hylan g-f 20, sodium hyaluronate (synvisc) was used for patellar chondromalacia and experienced inflammation the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient was allergic to non-steroidal anti-inflammatory drugs. The patient did not know if she had another pathology, she only mentioned that the medical indication was patellar chondromalacia. The patient did not suffer from other illnesses and did not take any other medications. On (B)(6) 2022, the patient took first synvisc injection for patellar chondromalacia (product use in unapproved indication, latency: same day). Reportedly, the error related to indication occurred at prescribing stage and in outpatient setting. On (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) 1 injection (2nd) as weekly regimen via intra-articular route (with an unknown batch number, expiry date, and strength) for patellar chondromalacia. Information regarding the batch number was requested. The second application was on (B)(6) 2022, after which she presented slight swelling, which progressively decreased (injection site joint swelling), but she only applied ice to the affected area. The patient did not follow any additional corrective treatment, because she was allergic to non-steroidal anti-inflammatory drugs. Also, on (B)(6) 2022, the patient had inflammation (injection site joint inflammation, intervention required) and pain (injection site joint pain, intervention required). Only ice was applied to the affected area, and he took prednisone 20 mg. The patient mentioned that she probably had the adverse events because she did a lot of physical exertion after the second synvisc application. Currently she no longer felt pain or inflammation and felt recovered (since (B)(6) 2022). Action taken: no action taken for injection site joint inflammation and not applicable for product use in unapproved indication. Corrective treatment: patient only applied ice to the affected area and took prednisone 20 mg for injection site joint inflammation at time of reporting, the outcome was recovered on 28-oct-2022 for injection site joint inflammation and was unknown for product use in unapproved indication. Reporter causality: unassessable for both events. Company causality: not reportable for product use in unapproved indication, reportable for injection site joint inflammation a product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on (B)(6) 2022 from a patient. This case previously processed as non-serious was upgraded to serious as patient received prednisone for event of inflammation, hence it was considered as 'intervention required' for the event as per device processing conventions. Also, overall company causality was updated from not reportable to reportable. Corrective treatment was updated. Event added- inflammation with symptom- pain, and injection site joint swelling was made its symptom as well. Route, dose, frequency was added. Clinical course was updated. Text was amended accordingly.

Event description:
Inflammation [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling]). Synvisc was used for patellar chondromalacia with no reported adverse event [product use in unapproved indication] . Case narrative: this case is linked to (B)(4). (Multiple devices suspect for same patient) initial information was received on 18-oct-2022 regarding a solicited valid serious case from a patient, in the scope of patient support program "psp_synvisc_prosane". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc. This case involves a 56 years old female patient for whom hylan g-f 20, sodium hyaluronate (synvisc) was used for patellar chondromalacia with no reported adverse event and experienced inflammation. The patient's past medical history, medical treatment(s), and family history were not provided. At the time of the event, the patient was allergic to non-steroidal anti-inflammatory drugs. The patient did not know if she had another pathology, she only mentioned that the medical indication was patellar chondromalacia. The patient did not suffer from other illnesses and did not take any other medications. On (B)(6)2022, the patient took first synvisc injection for patellar chondromalacia (product use in unapproved indication, latency: same day). Reportedly, the error related to indication occurred at prescribing stage and in outpatient setting. On (B)(6)2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) 1 injection (2nd) as weekly regimen via intra-articular route (with an unknown batch number and expiry date) with strength: 16 mg/2 ml for patellar chondromalacia. Information regarding the batch number was requested. The second application was on (B)(6) 2022, after which she presented slight swelling, which progressively decreased (injection site joint swelling), but she only applied ice to the affected area. The patient did not follow any additional corrective treatment, because she was allergic to non-steroidal anti-inflammatory drugs. Also, on (B)(6) 2022, the patient had inflammation (injection site joint inflammation, intervention required) and pain (injection site joint pain, intervention required). Only ice was applied to the affected area, and he took prednisone 20 mg. The patient mentioned that she probably had the adverse events because she did a lot of physical exertion after the second synvisc application. Currently she no longer felt pain or inflammation and felt recovered (since (B)(6) 2022). Action taken: no action taken for injection site joint inflammation and not applicable for product use in unapproved indication. Corrective treatment: patient only applied ice to the affected area and took prednisone 20 mg for injection site joint inflammation at time of reporting, the outcome was recovered on (B)(6)2022 for injection site joint inflammation and was unknown for product use in unapproved indication. Reporter causality: unassessable for both events. Company causality: not reportable for product use in unapproved indication, reportable for injection site joint inflammation a product technical complaint (ptc) was initiated on (B)(6)2023 for synvisc. Batch number; unknown global ptc number: 100318899. Sample status of ptc was not available, and ptc stated complaint: adverse event preliminary assessment based on the complaint from intake team, there was no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (B)(6) investigation the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required the final investigation was completed on 21-sep-2023 with summarized conclusion as no assessment possible additional information was received on 02-nov-2022 from a patient. This case previously processed as non-serious was upgraded to serious as patient received prednisone for event of inflammation, hence it was considered as 'intervention required' for the event as per device processing conventions. Also, overall company causality was updated from not reportable to reportable. Corrective treatment was updated. Event added- inflammation with symptom- pain, and injection site joint swelling was made its symptom as well. Route, dose, frequency was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-nov-2022 from the patient. Via call center no new significant information was added. Additional information was received on 12-apr-2023 and 15-may-2023 (processed with csd: (B)(6) 2023) form quality department. Ptc details added. Strength added. Text amended accordingly. Additional information was received on 21-sep-2023 from quality department from other health care professional. Ptc details added. Strength added. Text amended accordingly.

Event description:
Inflammation [injection site joint inflammation] ([injection site joint pain], [injection site joint swelling]) synvisc was used for patellar chondromalacia [product use in unapproved indication] case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient) initial information was received on 18-oct-2022 regarding a solicited valid serious case from a patient, in the scope of patient support program "psp_synvisc_prosane". Patient ID: (B)(6); country: peru study title: patient support program involving synvisc. This case involves a 56 years old female patient for whom hylan g-f 20, sodium hyaluronate (synvisc) was used for patellar chondromalacia and experienced inflammation the patient's past medical history, medical treatment(s), and family history were not provided. At the time of the event, the patient was allergic to non-steroidal anti-inflammatory drugs. The patient did not know if she had another pathology, she only mentioned that the medical indication was patellar chondromalacia. The patient did not suffer from other illnesses and did not take any other medications. On (B)(6) 2022, the patient took first synvisc injection for patellar chondromalacia (product use in unapproved indication, latency: same day). Reportedly, the error related to indication occurred at prescribing stage and in outpatient setting. On (B)(6) 2022, the patient received synvisc (hylan g-f 20, sodium hyaluronate) 1 injection (2nd) as weekly regimen via intra-articular route (with an unknown batch number and expiry date) with strength: 48 mg/6 ml for patellar chondromalacia. Information regarding the batch number was requested. The second application was on (B)(6) 2022, after which she presented slight swelling, which progressively decreased (injection site joint swelling), but she only applied ice to the affected area. The patient did not follow any additional corrective treatment, because she was allergic to non-steroidal anti-inflammatory drugs. Also, on (B)(6) 2022, the patient had inflammation (injection site joint inflammation, intervention required) and pain (injection site joint pain, intervention required). Only ice was applied to the affected area, and he took prednisone 20 mg. The patient mentioned that she probably had the adverse events because she did a lot of physical exertion after the second synvisc application. Currently she no longer felt pain or inflammation and felt recovered (since (B)(6) 2022). Action taken: no action taken for injection site joint inflammation and not applicable for product use in unapproved indication. Corrective treatment: patient only applied ice to the affected area and took prednisone 20 mg for injection site joint inflammation at time of reporting, the outcome was recovered on (B)(6) 2022 for injection site joint inflammation and was unknown for product use in unapproved indication. Reporter causality: unassessable for both events. Company causality: not reportable for product use in unapproved indication, reportable for injection site joint inflammation a product technical complaint (ptc) was initiated on 12-apr-2023 for " synvisc" (lot/batch number and expiry date: unknown) with global ptc number: 100318899. Sample status: not received ptc states: adverse event preliminary assessment based on the complaint from intake team, there is no quality related defect that would pose as a malfunction or would lead to death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis as per to determine if a CAPA (corrective and preventive action) is required. Final investigation complete date: (B)(6) 2023. The summarized conclusion for this case no assessment possible. Additional information was received on 02-nov-2022 from a patient. This case previously processed as non-serious was upgraded to serious as patient received prednisone for event of inflammation, hence it was considered as 'intervention required' for the event as per device processing conventions. Also, overall company causality was updated from not reportable to reportable. Corrective treatment was updated. Event added- inflammation with symptom- pain, and injection site joint swelling was made its symptom as well. Route, dose, frequency was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-nov-2022 from the patient. Via call center no new significant information was added. Additional information was received on 12-apr-2023 and 15-may-2023 (processed with csd: 12-apr-2023) form quality department. Ptc details added. Strength added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated 15-may-2023: follow up information received does not change prior case assessment. This case involves a 56 years old female patient for who had inflammation. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.